Event description:
The customer reported that during the procedure, tissue got stuck in the instrument. Vessels around the device were clamped and coagulated and tissue around the device was excised in order to remove it. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut and opened and closed normally when the handle was activated. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking isd encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.